Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with unknown blood glucose. The customer experienced symptoms such as diabetic ketoacidosis and unresponsive. The customer was treated with manual injection. The customer was not wearing the insulin pump for less than 48 hours prior to the hospitalization. Customer could not find the insulin pump. The insulin pump will not be returned for analysis.